Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16july2019. Through troubleshooting with technical support the customer has inspected the exhaust port tubing for twists or bends. Customer disconnect the tubing from the exhaust port and occlude it, then open it to check for the drop in flow. Reading is now in tolerance. Customer was advised there is an obstruction in the exhaust port itself and he will clear it and retest. Customer has reported that the unit is back in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Cu reports the measured flow rate does not drop by 8 lpm at step 17 of test 5 of the verification test. There was no patient involvement. The event date was not specified, estimate used.